Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the patient went to the emergency department. At the ER one of his cgm readings was 240mg/dl on the mobile device. The bg was 340-350 mg/dl. They gave him IV fluids and insulin. He was monitored for at least 8 hours before they let him go home. At the time of the report, the patient as doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
The reported glucose values fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4).